Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jan-2023, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(4), ubd: 12-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome - other. It was reported that there was a lead replacement due to the stimulation no longer hitting the patient's pain areas. The factors that may have led or contributed to this was normal everyday use of system. Normal manufacturer representative (rep) programs were taken to resolve the issue. The issue was resolved with replacement.